Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). On the date of incident ((B)(6) 2025) the vtbi parameters of 20ml (volume) and 0.80ml/h (flow rate) were set at 05:25pm. The syringe terumo 20ml were selected. The syringe was grabbed by the drive head at approximately 23.6ml. The infusion system was purged after that three times in a row (seconds for each purging). The therapy was started at 05:30pm. Data lock level 1 was activated on the pump at 05:34pm. At 06:20pm the operating alarm "plunger malfunction" occurred. 0.60ml were infused at this time. Due to this alarm the pump prompted the user for a syringe change on the pump. The syringe change was confirmed 15 seconds after the alarm occurred. The syringe terumo 20ml was selected again at 06:20pm. The syringe was grabbed by the drive head at approximately 19.22ml. The plunger malfunction alarm again at 06:21pm. Another syringe change was performed on the pump at 06:22pm. After confirming three reminder alarms at 06:29pm, 06:35pm and 06:40pm, the pump was turned off at 06:40pm. The pump was turned on again at 06:43pm. The syringe terumo 20ml was selected again and the piston of the syringe was grabbed at approximately 11ml. At 06:44pm a vtbi of 11ml and at 06:45pm a flow rate 0f 0.80ml/h were set. The therapy was started again. At 06:48pm a syringe change was performed on the pump again. The syringe terumo 20ml was selected at 06:52pm. The plunger of the syringe was grabbed at approximately 17ml. A new vtbi of 18ml was set and the therapy was started again. Data lock level 1 was activated. At 06:55pm another syringe changed was performed on the pump again. The syringe terumo 20ml was selected again at 07:00pm. The piston of the syringe was grabbed at 7ml. The infusion was started again. Data lock level 1 was canceled at 07:01pm. At 07:09pm a syringe change was performed on the pump again by opening the syringe holder. At 07:22pm the syringe terumo 20ml was selected again. The alarm "syringe empty" occurred after the piston of the syringe was grabbed (according to the motor steps of the history file the position of the drive head was at 0ml for the syringe terumo 20ml). After that 4 syringe changes were performed on the pump again with an empty syringe inserted. The pump was turned off at 09:12pm. According to the history files no over infusion occurred during infusion from start of the therapy at 05:30pm and 06:20pm. At 06:20pm two plunger malfunction occurred. This alarm occurred in a case when the piston plate sensor of the drive head loses contact to the piston of the syringe. A negative pressure in the infusion system, a technical malfunction of the drive head or a remove of the syringe during infusion can cause this alarm. After the second syringe change at 06:22pm and at the syringe changes at 06:55pm and 07:09pm the drive head grabbed the syringe at hugh lower position of the piston of the syringe. According to this information from the history a negative pressure in the infusion system could be the reason for the over infusion. No technical malfunction were found in the history files like "drive test error". Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k092313.

Event description:
According to the event description: "overinfusion of IV ketamine. Supposed to completed in 24 hrs but completed in 1.5 hours".